Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
A report was received regarding an alleged issue encountered during use of the mps delivery set. The report states that while priming, the mps2 console gave an error code. The main pump door of the console was opened to identify the source of the error code and a leak was seen. The delivery set was replaced and priming was successully completed. There were no patient complications resulting from the alleged issue.